Event description:
The patient reported that she feels her generator moving around since her recent generator replacement. She said that when she lays on her side, the device sticks out and when she is sitting up, she feels the top leaning forward sometimes. It was noted that the patient is being referred to a surgeon to see if the device needs to be re-anchored. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information received noting that a non-absorbable suture was used to secure the generator. The patient also underwent surgery to have their device resecured.

Event description:
It was noted that the doctor is not sure why the device migrated but per the physician the planned intervention is for patient comfort only, not to preclude serious injury. X-rays were taken but no anomalies were noted per the x-ray report. X-ray images have not been reviewed by the manufacturer to date. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.